Event description:
PICC line inserted in 2001. X-ray demonstrates coiling in right atrium. Line pulled back to 22 cm line & taped. Two days later pt having difficulty. Pericardial tamponade. X-ray demonstrates PICC line coiled in right atrium. Still taped at 22 cm.